Event description:
It was reported that balloon rupture occurred. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient remained stable post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.